Event description:
Customer stated the tubular arm detached from pedestal while a nurse was in the process of filling a syringe and the injector head fell. Nurse had barely rotated injector head to tilt upward and fill syringe. No one injured.